Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited intermittent non-capture and high, unstable thresholds. It was further reported that the ra lead exhibited small p-waves and undersensing. The patient presented to the emergency room with chest discomfort and palpitations. The ra lead was repositioned and remains in use. No further complications have been reported as a result of this event.